Manufacturer narrative:
One battery pca was returned for failure analysis. Based on visual inspection, the reported problem was verified in the lab. J1 pins 1, 3, and 5; and j2 pin 8 were permanently compressed and bent. J2 pin 2 was bent and making contact with pin 1.

Event description:
While performing bench repair service on the device, the bench technician identified that the pins on the battery pca were damaged and needed to be replaced. There was no reported patient involvement/adverse patient impact.